Manufacturer narrative:
Upon receipt the lead was found cut 11 cm distal to the is1 connector pin and an explantation tool was still inserted in the distal fragment. An about 2 cm long medial part of insulation body was found on the explantation tool. The performance of the lead fragments were scrutinized. The inspection revealed abrasion marks at several positions of the lead segments. In particular in the distal area, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore, damages from the explantation procedure were present on the lead fragments. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of 42 months oversensing and noise was reported. It could be reproduced. During explantation a lead deformation in the area of fixation sleeve was observed.